Manufacturer narrative:
He impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited a purge leak in the cassette, the resolution for this issue is unknown. Additionally, there were concerns about bleeding from the chest tube and heparin was withheld. It was reported that the patient survived normal explant and the procedure.